Manufacturer narrative:
Risk assessment. Manufacturing files were not reviewed because no parts or lot was provided. The instrument had been used over 100 times. The probable root cause is normal wear.

Event description:
It was reported that during a posterior thoracic revision case while removing a screw, the tulip head snapped off leaving the thread implanted. Additionally, while removing implants, several instruments were damaged/stripped or broken.

Event description:
It was reported that during a posterior thoracic revision case while removing a screw, the tulip head snapped off leaving the thread implanted. Additionally, while removing implants, several instruments were damaged/stripped or broken.